Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
(B)(6) reported, "removal and replacement of left implant, due to unresolved seroma after repeated drainings" and "scar capsule left breast". "I don¿t want replacement, as the risk associated with these implants have played on my mind, since the product recall. And I can¿t bear the thought of having it potentially happen again. It has affected my mental health''. ¿trace fluid within an implant fold at 3 o'clock and seroma l breast¿. ¿implant fold at 3 o'clock¿. The device has been explanted.